Event description:
It was reported that the duodenovideoscope has an old plastic stent retained within the scope from pulling through the channel. This issue occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.